Event description:
The patient reportedly experienced a decrease in performance. The company was notified that the patient's cii device was explanted and the patient was reimplanted with another advanced bionics device.